Event description:
During a procedure on (B)(6) 2013, reportedly the patient specific implant, psi did not fit properly and the posterior edge was too high. The implant had to be contoured on the edges and sides with a burr to create a better fit, results satisfactory. The surgery was prolonged an additional 15-30 minutes. This is 1 of 2 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.